Event description:
Please note that side-by-side stenting is not off-label within the us and therefore this is a cancellation MDR report.

Manufacturer narrative:
PMA/510(k)#: k163018. Please note that side-by-side stenting is not off-label within the us and therefore this is a cancellation MDR report. Side by side stenting is only not licenced in japan.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician used 2 zilbs-635-8-8 (c1642237&c1544222) for side-by-side technique as treatment for the patient suffering from hilar cholangiocarcinoma. When he advanced 2 delivery systems from the scope of tjf-260v/olympus and inserted them into the bile duct from the duodenal papilla, he felt strong resistance in the bile duct. He removed the one that he felt stronger resistance on advancing from the patient's body and confirmed that a part of the stent already deployed from the sheath tip. Therefore, he used the other zilbs-635-8-8 that did not habe problems and zilbs-635-8-8 as a substitute product to place stents. As stated above, c1642237 and c1544222 were used, but it is unknown which is the cpmplaint product and which was placed. The procedure was completed. The exact lot of the complaint device is unknown. The possible lot must be either c1642237 or c1544222. (B)(4) covers both lots. The physician used 2 zilbs-635-8-8 (c1642237&c1544222) for side-by-side technique as treatment for the patient suffering from hilar cholangiocarcinoma. When he advanced 2 delivery systems from the scope of tjf-260v/olympus and inserted them into the bile duct from the duodenal papilla, he felt strong resistance in the bile duct. He removed the one that he felt stronger resistance on advancing from the patient's body and confirmed that a part of the stent already deployed from the sheath tip. Therefore, he used the other zilbs-635-8-8 that did not habe problems and zilbs-635-8-8 as a substitute product to place stents. As stated above, c1642237 and c1544222 were used, but it is unknown which is the cpmplaint product and which was placed. The procedure was completed. Update (B)(6) 05-feb-2020: "this file will capture the off label use of the substitue stent for side-by-side stenting, which is not licenced in (B)(6). (B)(6) captures the malfunction of the first device".